Manufacturer narrative:
See investigation attached. See timing letter attached.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: ppv93004 tige "jvc" a/collerette- a/ciment taille 2 (polie (B)(4), ppr67250 cotyle "anca" avec trous a/revet. Hap 50 (B)(4).